Manufacturer narrative:
Occupation: non-healthcare professional. Investigation: the following allegations have been investigated: vena cava (vc) perforation, migration, tilt, depression, anxiety. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported depression and anxiety are directly related to the filter and unable to identify a corresponding failure mode at this point in time. (B)(4) devices in lot. No relevant notes on work order. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
Patient allegedly received an implant on (B)(6) 2015 via the right internal jugular vein due to prevention deep vein thrombosis (dvt)/pulmonary embolism (pe). The patient alleges migration, tilt, and vena cava perforation. The patient further alleges depression, and anxiety. 07jun2018, per a report from computed tomography (CT); ¿there is an inferior vena cava filter in place. The apex of the filter is seen at the level of the upper endplate of l1. The distal end of the limbs reach to the level of the lower aspect of l2. The filter is slightly tilted anteriorly at the apical area with the apex of the filter abutting the anterior wall of the inferior vena cava slightly to the right. It is noted that the top of the apex of the filter is just above where the left renal enters the inferior vena cava. Filter struts do not appear to be bent or fractured. The inferior vena cava does not appear to be stenotic. The left lateral strut appears to perforate inferior vena cava wall and abut the lateral wall of the aorta, extending about 2 mm beyond the inferior vena cava wall. The right lateral strut perforates the lateral wall of the inferior vena cava extending about 4 mm the wall of the cava. The posterior strut perforates the posterior wall and inferior vena cava and extends beyond the wall by about 5 mm. The anterior strut barely perforates the anterior wall by about 1-2 mm.¿